Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse did not find any instrument malfunction and proactively replaced the aspirate probe 1 and aspirate probe 2 tubings. The cse ran quality controls and precision testing, which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The sample was obtained from a patient in the hospital. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, also resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00337 was filed on june 28, 2016. Additional information (06/21/2016): the customer contacted a siemens customer care center (ccc) specialist and reported that their quality controls for cardiac troponin I (tni-ultra), brain natriuretic peptide (bnp) and thyroid stimulating hormone (tsh3-ultra) were out of ranges. There were no additional discordant results or delay in reporting of results. A siemens customer service engineer (cse) specialist was re-dispatched to the customer site. The cse evaluated the instrument and replaced the aspirate probe 3, aspirate probe 4 and probe tubings. The cse cleaned the acid, base and wash1 reservoirs and lines and primed them with fresh reagent. The cse cleaned the ring dispense ports, calibrated bnp and tni-ultra methods and ran quality controls and precision testing, which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.